Event description:
Medtronic received a report that the pipeline pushwire broke and remains in the patient. The patient was undergoing surgery for treatment of a saccular, unruptured, multiple tandem aneurysms in the clinoid segment with a max diameter of 3.7 mm and a 3.0 mm neck diameter. Landing zone: distal: 3.0 mm and proximal: 3.7 mm. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet treatment was administered. The angiographic result post procedure showed the contrast agent in the aneurysm was obviously retained, but the guidewire was broken in the body. It was reported that after normal hydration, the stent was operated. First, the tip end was opened smoothly in the straight section of m1, and then slowly pulled back to the distal anchor point. Probably under the posterior communication opening, after the distal anchor point was in place, the middle section was deployed, but when it was deployed to the anterior flexion of the cavernous sinus, flattening occurred, so flattening was performed. Tried to push and pull together, but the opening was still not good. After stopping for multi-angle angiography, continued to try to push and pull together to deal with flattening, but this time the middle catheter navien kept falling down. The surgeon pushed the stent catheter forward and could not move forward. The delivery guide wire had no tension, so stopped to check the entire system pathway and found no problems. Then multi-angle angiography was performed again, and it was found that the stent delivery guide wire was broken. After the stent catheter was withdrawn, it was found that the stent delivery guide wire was broken. However, the proximal flattening of the stent could not be handled this time, so the stent could only be deployed completely at this time. Then, the surgeon tried to pass the guide wire again, and the guide wire passed through the stent smoothly. Then the stent catheter was followed and the flattening of the stent was handled. But in the end, the broken delivery guide wire could not be removed. It was reported the pushwire was damaged at the proximal end of the delivery guidewire, the proximal end of the retrieval pod was broken. There was no friction or difficulty. The pipeline was implanted in the patient. It was reported the pipeline was not used for an indication that is off-label. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). It was reported that the delivery guidewire broke and remained in the patient's body.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information recieved reported the patient currently has a slight fever and poor appetite after surgery. The patient no longer trusts the doctor and can only be followed up with observation. The cause of the event was not determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis #(B)(4): ¿ equipment used: video inspection system (B)(6), ruler (B)(6), camera (panasonic lumix dmc-zs5) ¿ as found condition: the proximal segment of the pushwire was returned inside a bio-hazard bag and a shipping box. The distal broken segment was not returned as it remained inside the patient. The pipeline flex braid was not returned as it was implanted. ¿ damage location details: the pushwire appeared broken at the distal hypotube. The distal hypotube was found to be stretched. No other anomalies were observed. The broken end of the pushwire was sent out for sem analysis. ¿ testing/analysis: per the sem results, the broken end failed via ductile overload. ¿ conclusion: based on the analysis findings, the customer complaint was confirmed to have ¿pushwire separation¿ as the pushwire was separated at the distal hypotube. The broken end failed via ductile overload. From the damage found on the hypotube (stretching/separating), it appeared a high force was used. It is possible that the damage occurred when the customer attempted to advance/retrieve the pipeline flex through the catheter against the resistance. However, the cause for resistance could not be determined. Possible resistance causes include vessel tortuosity and lack of continuous flush with heparinized saline during delivery. The customer reported that vessel tortuosity was moderate, ruling out vessel tortuosity as a potential cause. In this event, the lack of continuous flush may have contributed to the resistance, causing the pushwire to stretch and separate. Since the catheter was not returned, any contribution of the catheter to the reported issue could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.